Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the delivery catheter system (dcs) during positioning, patient calcification levels and compliance of the aorta and native vessels. Based on the information received, an assignable root cause for the dislodgement could not be determined. Valve dislodgement events are typically not related to a device malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 80% deployed and the depth looked good. Upon release from the delivery catheter system (dcs), the valve dislodged out above the annulus. The valve was snared and moved about the sinotubular junction. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.